Event description:
Attempting to place PICC. Once hub was attached to the PICC, there was no blood return and the PICC was difficult to flush. The PICC was pulled back and still there was no blood return with flush. The patient's basilic vein vasospasmed and resistance was met. The patient started coughing and the PICC was removed. Noted: magnetic tip sticking out from PICC tip. Pulled wire from hub end to make flush with cut PICC portion, but did not retract. Pulled entire wire from PICC and magnetic tip stayed in place at cut end of PICC. Pulled magnetic tip out and there was approximately 3-4 cm of wire that had been broken from other portion of wire.